Event description:
Event: (cc# 98-01212) the iab leaked. The iab was removed and a second iab was inserted. On 10/16/98, the following was reported to datascope: the iab developed a leak while it was in the patient. Blood was noted in the balloon. The iab was discontinued. [Event complications]: none from the event - reported 9/28/98. [Patient's current status]: unk - rpt'd 9/28/98.